Event description:
Reportedly, the event was an expant at implant due to regurgitation. Per the customer experience report, the device was implanted in 2009 to correct aortic regurgitation. Patient also had aortic aneurysm as a complication. After the implant, large amount of regurgitation from left ventricle was observed, unable to wean from heart-lung machine. Valve was explanted after regurgitation was confirmed by echocardiography. Another magna 3000-19mm was implanted as a replacement. During sizing, it felt a little too tight with a 21mm sizer and there was no problem with 19mm sizer. For this reason, the surgeon decided to use a 19mm valve. Surgeon does not think this was due to over sizing.

Manufacturer narrative:
Evaluation summary: no inconsistencies detected in the valve or the x-ray. The valve will be sent to research and development for functional testing. Additional information: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Customer letter to include manufacturing and DHR results has been sent.

Manufacturer narrative:
On 11/3/09 - research and development completed the functional test and concluded with the following: "this valve was reportedly explanted at implant due to ¿large amount of regurgitation from left ventricle¿. The echo recording was not provided; therefore it was not possible to verify the extent of the aortic regurgitation experienced in vivo. Non-central leakage was observed in the edwards standardized functional tests through the stent/band assembly, however; the valve meets the iso requirements for this size valve. Initial stent leakage is typical for this type of bioprosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation. Nevertheless, due to the exposure to blood and subsequent storage in formalin, it is possible that the data from the in vitro tests may be different from the behavior observed in vivo."

Manufacturer narrative:
Customer will be apprised of evaluation findings by letter. Requested copy of echo cd and post-op patient condition. Device history record (DHR) review has been started. On 19 june 2009, sales rep reported that the magna valve was implanted in 2009 to correct aortic stenosis, not aortic regurgitation. This has been determined to be reportable per edwards lifesciences procedures. No additional information is available.

Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000 analyzer while reaction vessels of lot 78387p100 were in use. There was no adverse impact to patient management reported.